Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The g7 wearable product was evaluated. An external visual inspection was performed and major damage was found. The allegation was confirmed. Customer complaint was confirmed as sensor wire is broken. The probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.